Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, b3, g2, h6.

Event description:
Patient reported "experiencing muscle pain" which is not device related. Patient later reported "liquid collection" and "small nodule" and "prosthesis has ruptured." This relates to the right side. Device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: seroma-late, rupture.

Event description:
Patient reported "experiencing muscle pain" which is not device related. Patient later reported "liquid collection" and "small nodule" and "prosthesis has ruptured." This relates to the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient reported "experiencing muscle pain" which is not device related. Patient later reported "liquid collection" and "small nodule" and "prosthesis has ruptured". Patient reported later "per MRI intracapsular rupture (linguine sign) and several dehiscence of the prosthetic contour", "some rounded and slightly prominent lymph nodes, probably reactive (or with possible infiltration by silicone, although no hypersignal was identified on t2 stir)". This relates to the right side. Device remains implanted.